Event description:
The account stated that the axsym analyzer has generated false elevated total psa results on 3 patient samples. On patient #1, the initial result was 6.8 ng/ml and the retest result was 0.8 ng/ml. The physician stated that the 0.8 ng/ml result better fits the patient's clinical picture. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.